Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 74 mg/dl (aviva) and 153 mg/dl (advantage). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
(B)(6) healthcare contacted (B)(4) sales consultant on (B)(6)-2010. A staff member was exposed to rapicide pa, it splashed in her eye while helping another person change the chemical.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the aviva system. (B)(4).